Event description:
At conclusion of laparoscopic ventral hernia repair, when trocar was being removed, the blue soft hassou cone tip disconnected and remained in the incision layers. It was intact and was removed prior to the surgeon's repair.